Event description:
Hmsc reported lv impedance >3000 ohm intermittently in a few different polarity configurations. Noise was seen in some configurations. Advised further lead evaluation in more polarity configurations. Lead currently remains implanted.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.